Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated that a system diagnostics test yielded high lead impedance at an office visit. The patient could not feel stimulation and experienced an increase in seizures. The seizure pre-vns baseline is unknown. The patient underwent revision surgery where the lead was replaced. The generator was also replaced prophylactically. The surgeon visualized a break in the lead by the vagus nerve.